Event description:
During routine testing of the device at the service center, the service technician reported the left keypad speaker was in-operable. The monitor was originally returned for a standard reference sensor failure. Since the event occurred at the service enter, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.